Event description:
It was reported that the patient experienced ineffective therapy with their drg system. X-rays indicated that bilateral t12 and left l3 drg leads had migrated. As a result, surgical intervention my take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the migrated leads were replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.